Event description:
It was reported that during a laparoscopic gastric bypass procedure, when the device was fired, only the bottom half of the staples fired. The cut line was complete. When removing the device, the anastomosis tore. There were no staples found in the abdomen or anywhere else in the or. The surgeon created another anastomosis with a competitor's device. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.